Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that during an in-clinic follow up appointment approximately one month later, the lead also exhibited loss of capture (loc) and decreased sensing. Fluoroscopic imaging revealed that the lead had fractured due to subclavian crush. A revision procedure was performed. The lead was surgically capped and abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.